Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator changeout and right atrial (ra) lead revision. The ra lead exhibited rising pacing impedance measurements. The ra lead was capped and replaced on 23 jun 2023. The patient's condition was stable throughout.